Manufacturer narrative:
It was reported that the betadine sponge tip came off of the prep stick during surgery inside of the patient's cavity during a non-specified gyn procedure. The sponge was retained in the patient's cavity but was able to be removed by hand with no impact to the patient. The procedure was able to be completed with no additional intervention required. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the betadine tip came off during surgery inside of the patient's cavity during a non-specified gyn procedure.